Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The product was returned, and the issue was not confirmed. Device analysis: failure mode was attempted to be reproduced however did not. The aic was tested through case start without issue. Several different pumps were plugged into the aic repeatedly without issue of recognition. Per the results of the clinical review and investigation, there was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that it did not recognize the pump at the connector (covered by the swivel door). There was no report of patient harm or injury.